Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2006. The surgery was performed without complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. She had to undergo revisionary surgeries. All other information, including the patient's current condition, is unknown and reportedly unavailable.